Manufacturer narrative:
Concommitant products: tffb-32-82 (main body), tfle-24-90-zt (left) , tfle-20-56-zt (right) (B)(4). A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. A main body was explanted and returned for testing. It was found that the ipsilateral limb of the main body graft was cut off during explant. The main body was labeled "component 1" and the ipsilateral limb of the main body was labeled "component 2" for the testing purposes. It should be noted that the main body proximal sealing stent and the suprarenal stent were not returned with the device and appears to have been cut off. It is unknown if the supra-renal stent and/ or the sealing stent remain implanted based on the information provided. The device components were returned with minimal thrombus inside the lumen. No stent cuts or stent fractures were observed on either component. A narrow angle apex was noted on component one but is likely from the explant procedure. No corrosion was observed on either component. 6 green suture failures on component 1 and 1 green suture on component 2 was noted. However, none of these suture failures appear to have affected the integrity of the stent attachment. The suture failures were noted between the knots and did not detach from graft material. There was one abnormal graft hole, measuring 0.23 mm^2, observed on component 2. Due to the appearance and location of the hole, the report noted that it was expected to be in the overlap region and created in vivo from graft wear. No significant suture hole elongation was found on the device. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. This complaint focused on two endoleaks of different types found on this tffb-32-82 main body graft. The first type is classified as a suspected type 1a endoleak from the proximal seal of the main body graft. The second type is classified as a suspected type 3b endoleak found on the right limb of the main body graft. Type 1a endoleaks occur when there is blood leaking through a gap between the graft and the vessel wall at the proximal "seal zone." The potential root causes for this type 1a endoleak include: migration, changes in patient anatomy, and/or disease progression (aneurysm neck expansion, increase in the aneurysm diameter). It was noted in the image review that main body graft position was unusually low relative to the renal arteries. It was also noted that the proximal sealing zone length of the main body position was shorter than recommended for adequate seal. The cause of the main body graft's position and reduced sealing length is unable to be determined. It was noted that the main body graft's proximal seal was located inside a reverse taper neck. This neck shape may have been caused by expansion of the sac from either the type 1a endoleak that this investigation focuses on or another source, such as the type 2 endoleak seen in the images. It is unknown if graft migration contributed to the failure mode due to the lack of imaging prior to the event. After reviewing the potential causes of migration relative to this failure mode, it could not be determined that migration actually occurred. The attached explant report does not provide any evidence that suggest migration occurred, but it also does not provide information that rules out migration. Information such as original graft position and/or further information on graft condition and position at explant would be required to suggest migration occurred. Due to the lack of information, a definitive root cause could not be determined for the type 1a endoleak. During the open surgery, the surgeon noted a type 3b endoleak from the right leg graft. Explant protocol testing of that right leg graft determined that no graft fabric holes or suture holes existed on the right leg that would have allowed a type 3b endoleak. Therefore, it was determined that the type 3b endoleak found by the surgeon could have originated from the right ipsilateral limb of the main body graft. This was concluded based on the findings of the explant testing report for the main body graft that found a graft fabric hole on the right limb of the main body graft. Outflow limitation can contribute to type 3b endoleaks by causing an increased pressure within the graft. This increased pressure leads to blood penetrating through a hole that is normally too small for this to occur, forming the type 3b endoleak. This outflow limitation could have been caused by the thrombus found occluding the distal right leg graft. This thrombus occluded approximately 50% of the leg graft lumen and would have created increased pressures associated with outflow limitation. Lastly, aggressive anticoagulation from prescriptions or therapies given prior to surgery may have resulted in the type 3b endoleak. These agents thin the patient's blood to a level that potentially would allow it to permeate a normally sized suture hole. This effect would wear off after the effects of the agent wore off, and the type 3b endoleak would have resolved. If the effects of anticoagulation caused this type 3b endoleak through a normal suture hole, then the endoleak would not have been seen on imaging prior to the open procedure. This is relative because the image review did not note a type 3b endoleak on pre-operative imaging, and the endoleak was only seen during the open procedure after anticoagulation agents were given. Due to the lack of information, a definitive root cause could not be determined for the type 3b endoleak. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm (aaa) endovascular aneurysm repair with suspected endoleak repair procedure using a zenith flex aaa endovascular graft bifurcated main body and two zenith flex aaa endovascular graft iliac legs. They were found to have continued sac expansion and a fenestrated cuff was ordered for what was a suspected type 1 endoleak. The patient was admitted to the hospital and the on call surgeon felt an open repair was needed. The surgeon explanted the grafts and did an open surgical repair. No unintended part of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence, as the device was explanted during an open repair procedure. No additional information including the adverse effects to the patient were not reported. This report is related to reports with MDR#: 1820334-2018-00416 and 1820334-2017-01375.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a patient underwent an abdominal aortic aneurysm (aaa) endovascular aneurysm repair with suspected endoleak repair procedure using a zenith flex aaa endovascular graft iliac leg. They were found to have continued sac expansion and a fenestrated cuff for what was a suspected type 1 endoleak was ordered. The patient was admitted to the hospital and the on call surgeon felt an open repair was needed. It is believed that there was an obvious leak through a suture hole of the right leg. (Cook rep is unsure whether this was the 20mm ( medwatch with number 1820334-2017-01375) or 24mm (medwatch with number 1820334-2017-01366). The surgeon explanted the grafts and did an open surgical repair. No unintended part of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence, as the device was explanted during an open repair procedure. No additional information including the adverse effects to the patient were not reported.